Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00675. The pt's (B)(6) scs system includes an ipg and two percutaneous leads. It was reported the pt is experiencing stimulation at the ipg pocket site. A diagnostic test revealed low impedance measurements on all contacts of the left lead. An x-ray has been recommended for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.